Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed the pulse lead hi-pot test. The cause for the hi-pot test failure was a shorted red (-5v) wire in the distribution node to ECG-b cable. The root cause for the shorted red (-5v) wire cannot be positively determined. No adverse event resulted from the shorted wire. The last pt to use this electrode belt did not report any problems.